Event description:
It was reported that a patient with a spinal cord stimulation (scs) device underwent replacement of the implantable pulse generator (ipg) after the device reached end of life. The explanted ipg was not available for return or analysis. Postoperatively, the patient demonstrated effective stimulation coverage.